Event description:
It was reported by the customer that a portion of the disposable is broken off and stuck onto the handpiece. This occurred at the end of the case when customer tried unscrewing instrument from handpiece in order to sterlize handpiece. Case was completed successfully with no patient consequence. Device being returned for analysis.